Event description:
It was reported the device was not meeting set temperature. No patient injury reported.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. Additional information d5 d10 h3 and h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked enclosure and tank cover, outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The temperature of the hotline only got up to 41.6 degrees. The temperature was able to be raised by using the correct pot on the pcb. The reported issue was confirmed. The root cause of the reported issue was found to be the device was out of calibration. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.